Event description:
Being subjected to ongoing radiation treatment delays due to equipment malfunctions. Table mechanics and low dose output (31 percent down time). No support from admin. (Sorry for inconvenience) (B)(6).